Event description:
Adverse event(s): "myopic outcomes" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported having three patients with myopic outcomes following intraocular lens (iol) implant surgeries. The doctor stated the patients are happy with near vision and he explained to them that with time and capsular bag shrinkage, the refractive error will be minimized. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/19/2010 and 05/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).